Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) became exposed when the shaft tip caught on the sheath hemostatic valve during insertion, and the tip opened slightly. A new mynx control vascular closure device (vcd) was opened, passed through the hemostatic valve without issue, hemostasis was achieved, and the procedure was completed. There was no reported patient injury. The event occurred during a left superficial femoral artery (sfa) stenosis case following treatment via an ipsilateral antegrade approach for hemostasis of the left 6f groin. A 6f non-cordis sheath was used. After priming, the device was being inserted into the sheath when the issue was observed. It is stated it's unknown whether the event was technical or whether the shaft tip had been slightly open. The device was inspected for damage when removed from the package, and no damage was reported at that time. There was no exposure of the sealant to bodily fluids. The device was stored and prepared per instructions for use (IFU). The procedure used an antegrade approach. Training on the mynx device had been completed. The vessel diameter was verified to be greater than or equal to 5 mm, there was no vessel tortuosity, and there was no peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The device will be returned for evaluation.